Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unknown.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment that included a revaclear 400 dialyzer. Nearly three hours into treatment, the patient had a cardiac arrest. Treatment was immediately stopped and the blood in the extracorporeal circuit was returned to the patient. Cardiopulmonary resuscitation was initiated but unsuccessful and the patient expired. The dialyzer was discarded and not available for analysis. The cause of the death has not been determined by the coroner.